Event description:
Additional information was received from an hcp via a manufacturer representative on 2020-jun-08. It was reported that the discrepancy observed by the home nurse was within normal limits, and the discrepancy later measured by the doctor was also within normal limits, so per the doctor, no actions were needed.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer's representative (rep) regarding a patient who was rece iving an unknown drug at an unknown concentration and dosage via an implantable pump for failed back surgery syndrome and spinal pain. On (B)(6) 2020 it was reported that an at home nurse was filling the patient's pump and pressure was "filling the syringe". The nurse was able to fill the pump with the full 20 ml, but was nervous that the syringe would fill with drug when they let go. It was noted that during the refill, the nurse was expecting 7.8 ml when emptying the pump and pulled out 8 ml with no issues noted. The nurse sent the patient to their managing hcp who accessed the pump and, expecting 19.9 ml, pulled out 18 ml. As the hcp was accessing the pump, they noticed that it was also filling the syringe and filled it about 3 ml. The rep noted that they were not present for either event and it was unknown if the "filling of the syringe" was with emptying the pump or when filling it with drug for either hcp. No symptoms were reported. No further complications were reported.